Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was not confirmed. Visual examination of the returned part determined that the carton and shrink wrap do not show any sign of puncture or damage caused by shipping. Review of the sterile packaging determined that the product has been opened and the product was sealed prior to opening. As no outside damage was noted to the carton or shrink wrap that could have resulted in damage to the sterile packaging and the packaging was ripped open so it cannot be confirmed if a nick was present in the film prior to opening, the reported event is non-verifiable. The device history records were reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being filed to relay additional and corrected information, which was unknown at the time of the initial medwatch.

Event description:
Upon opening of the suture anchor packaging for a shoulder arthroscopy , it was noticed that the sterile packaging was opened causing the sterility to be compromised. There was minimal delay in the procedure.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation. (B)(4).

Event description:
Upon opening of the suture anchor packaging, it was noticed that the sterile packaging was opened causing the sterility to be compromised. There was a delay in the procedure due to this event.